Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device reload was difficult to attach into the adaptor and the device did not fire. They used another reload however same problem occurred, but when they used another adapter and it worked perfectly.